Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance. A lead fracture was confirmed via diagnostic imaging. The whole system was explanted and a leadless pacemaker was implanted. The patient was in stable condition.